Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had a por error message while charging. The message was solved over the phone and everything was now working fine. The patient weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that here was a power on reset code seen on the patient programmer. The patient was able to successfully clear the power on reset message and turn the implantable neurostimulator back on. There were no patient symptoms or complications reported.